Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. A report was received stating a catheter broke during removal. A surgeon was consulted and it was decided to leave the remaining portion of the catheter in the patient. The physician assistant involved in the removal of the catheter noted that it was not coming out easily. Unfortunately, enough force and resistance occurred which produced a "ripped" catheter. The physician assistant stated that the black tip was not on the end of the catheter. No additional information was provided.